Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at the hospital due to pocket erosion. The patient's pacemaker was explanted and replaced. The patient was stable.